Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked (date not reported). No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient, there was no injury associated with this complaint. The device is not available for analysis. This report is filed (B)(4) 2013.